Event description:
It was reported that the tip of the bur is wobbling. No known patient impact reported. Additional information received during follow up stating that event occurred during intra-op and there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation determined that it was observed that the tool burr was shaking. The likely cause of failure is due to damage/breakage of the tip bearing. It was also noted that deterioration of the marking was also observed. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.